Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol). The device battery was suspected to have depleted prematurely. It was reported that the patient had been lost to follow up. Additionally, the patient reported thinking they received shock therapy. A health care professional (hcp) contacted technical services (ts) to inquire if the device could be interrogated for review of stored episodes with the device being at eol. Ts discussed the device should be able to be interrogated with a programmer to retrieve any potential stored episodes. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol). The device battery was suspected to have depleted prematurely. It was reported that the patient had been lost to follow up. Additionally, the patient reported thinking they received shock therapy. A health care professional (hcp) contacted technical services (ts) to inquire if the device could be interrogated for review of stored episodes with the device being at eol. Ts discussed the device should be able to be interrogated with a programmer to retrieve any potential stored episodes. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.